Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The article was written by derek f. Amanatullah, robert t. Trousdale, arlen d. Hanssen, david g. Lewallen, and michael j. Taunton. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 16 states. "Intraoperative or postoperative bone fracture and/or postoperative pain." This information was originally reported on 1825034-2016-00837 which referenced a journal article written on a study that this patient took part in. Product location unknown.

Event description:
Information was received based on a review from the journal article, "non-oncologic total femoral arthroplasty: retrospective review." A patient was identified in the article that underwent bilateral oss procedures on unknown dates. Subsequently, patient underwent a left revision on an unknown date due to periprosthetic fracture. No further information has been provided.